Event description:
A customer reported experiencing an "alarm 01" issue with their device. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl, and the continuous glucose monitor did not register a "high" reading. Although the customer attempted to resolve the issue by loading a new cartridge, the alarm recurred. As a corrective measure, customer technical support (cts) decided to replace the pump. The customer, who was not canadian, opted for a multiple daily injection therapy as a backup for insulin delivery and expressed interest in obtaining an out-of-warranty loaner pump. Cts confirmed recurring issues with the original cartridge, approved a replacement, and sent a loaner pump following receipt of a signed agreement form.